Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 mins. Results of 501 mg/dl, 173 mg/dl, 255 mg/dl, and 19 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading above 500 mg/dl will give a reading of "hi" in the adc meter and a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.